Event description:
Medtronic received information regarding a navigation system. It was reported that when uploading an exam via usb, "cannot be used with stealth - minimum 3 slices required (28)" appeared. A manufacturer representative (rep) reported that the image has 253 slices and the spacing-to-thickness ratio is 1:1, but the navigation system showed it only has 10 slices. The rep reported they were using a tumor resection cranial procedure for a hemipelvectomy perc pin case in order to attempt merging a navigated imaging acquisition system (ias) scan with the pre-op image. Technical services (ts) spoke with another rep earlier and informed them that this was off-label. Additional information was received. It was reported that the issue was resolved and is was determined that the image was from a different company's model building software that was not compatible with medtronic navigation software.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0 h3: no parts have been received by the manufacturer for evaluation. G2: as the serial number of the system is unknown, the 510k is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no patient involvement. This issue was due to a competitor's image building model trying to merge with the navigation system's images and it was not compatible with the system.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a software analysis was initiated. As per info available, exams were unavailable. Without exams, there is insufficient information to determine whether a software anomaly contributed to the reported behavior. H6: b01, c19 and d15 apply to the software concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.